Manufacturer narrative:
The device in question was determined not to be a stealth product.

Event description:
Alleges user was on his deck in a permobil chair when the chair began driving itself and the chair drove off the deck and landed on the end user causing injury.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Alleges user was on his deck in a permobil chair when the chair began driving itself and the chair drove off the deck and landed on the end user causing injury.